Event description:
It was reported that this right ventricular (rv) lead exhibited impedance greater than 200ohms; impedance measurements have been variable since the generator was changed. Technical services (ts) was consulted and theorized the suspected cause to be an issue with the svc coil. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.